Event description:
Procedure: achalasia of esophagus lap-herrer dor. According to the reporter, at the 2nd suturing, the needle would not pass through the tissue. An unsuccessful attempt was made cut the suture with shears. The needle was subsequently broken. Half of needle was fell into pt's cavity, and was retrieved. Oozing was noted and the case was completed with another instrument. There was no adverse blood loss or extension of surgery time.

Manufacturer narrative:
.